Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The manufacturer's representative (rep) gave the patient a spare recharger until the replacement one arrived. Patient was able to charge their ins with the replacement recharger, they turned the therapy back on which helped resolve the symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that the ins recharger (insr) was not taking a charge when plugged into power supply. It was stated that the connector pin appeared intact. It was stated that the patient ins was depleted in charge and was sitting like a lump, patient was really bad without therapy on. The patient was meeting with the manufacturer representative (rep) today to get them a spare insr so the patient can charge the ins today. No out of box failure was reported. There was no reported medical/therapy problems related to the small part components product. No patient symptoms were reported. A replacement insr was sent to the patient.